Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who is undergoing a treatment with a mars monitor. After treatment it was noticed that there was a leak from the albumin intake line. The issue was due to the albumin intake line of the mars kit being almost completely separated from the system, without any prior manipulation. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The visual inspection showed that the line was detached from the hansen connector. The detached hansen connector was caused by an insufficient gluing of the connector to the line. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.